Event description:
On (B)(6) 2015 - conidian ev3 self expanding stent was inserted at another facility. On (B)(6) 2015 - patient went to vascular access clinic for thrombectomy when stent entered the vascular system. On (B)(6) 2015 - patient transferred to (B)(6). Retrieval of stent attempted by interventional procedure. Stent not able to be removed. On (B)(6) 2015 - stent removed via surgery. Stent sent to pathology and covidien notified. Stent returned to company by sales rep. Packaging not available to report specifics since implantation not performed at reporting facility.